Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) which tripped a patient alert. The device remains in use. The patient is enrolled in the (B)(6) clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2013 (B)(6); 4298 implantable pacing lead 2013 (B)(6); 6947m implantable tachy lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert. Illegal address por (power on reset) on 15 aug 2013.